Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor was leaking. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 18, 2014 ¿ december 19, 2014. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional test was then performed in which the unit was observed for leakage after it was refilled and had its luer cap manually tightened. The unit was monitored until the following day, and no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a defective product was not verified. Should additional relevant information become available, a supplemental report will be submitted.